Event description:
It was reported that fracture occurred and was remained inside the patient. The target lesion was located in left anterior descending artery (lad). A 1.25mm rotalink plus was used together with a rotawire. After ablation, the distal end of the rotawire broke during removal. The detached component of the device was left inside the patient and remained in lad.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device had kinks along the body in different sections, located approximately at 4 cm, 201cm, 310cm from the proximal end. The distal tip was kinked and broken/fractured, with the damaged section located approximately at 329.3cm from the proximal end. The detached section of the distal tip was not returned. Dimensional inspection of the outer diameter (od) of middle of the device and proximal section were performed and were within specifications. Dimensional inspection of the overall length and od of distal tip could not performed due to the condition of the device.

Event description:
It was reported that fracture occurred and was remained inside the patient the target lesion was located in left anterior descending artery (lad). A 1.25mm rotalink plus was used together with a rotawire. After ablation, the distal end of the rotawire broke during removal. The detached component of the device was left inside the patient and remained in lad.